Event description:
Information was received indicating that a pump with a cadd cassette reservoir woke the user up on two separate occasions with alarm "no disposable, pump won't run" error messages. It was reported that troubleshooting was unsuccessful, and two cassettes were wasted. Per reporter the end user reported the pumps had been working fine otherwise and the user was able to switch to another cassette to complete the infusion. No adverse patient effects were reported.

Manufacturer narrative:
Mw5105727.

Manufacturer narrative:
This remediation MDR was generated under protocol b10010116, as a result of warning letter cms(B)(4)., corrected data: d3: manufacturer name g2:manfacturing site address.